Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a missing blue winged luer cap. The root cause was determined to be a missing blue winged luer cap. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
Baxter (B)(4) received one (1) ce intermate sv 100 device from a (B)(6) customer without receiving a verbal complaint report from them. According to the baxter manufacturing facility, the device did not contain the blue winged cap. There is no report of patient involvement. No additional information is available. This report will address incident 2 of 2.